Event description:
It was reported that there were concerns this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and provided troubleshooting options and noted that reprogramming may be needed. The lead remains in use. No adverse patient effects were reported.